Event description:
It was reported, that the pt had no hearing impressions during first fitting. There was no response from the fmt detectable.

Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to vibrant med-el for evaluation.